Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2014 and suture was used. At the beginning of the procedure, the needle pulled off. There were no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The evaluation found a clip off defect.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.